Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mentioned receiving a motor error alarm on the insulin pump during basal. Customer also reported experiencing a big difference between the blood glucose readings versus the sensor glucose readings. Customer stated that they use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 82 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads.